Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had their stimulator on 4.5v since implant and this past saturday, they started feeling shocks in their feet. The patient was getting out of their truck and felt the shock in their "denicle", private area and had to hold on to their truck for support in order not to fall. The patient decreased all the way to 0.5v and did not feel the shocking. The patient stated they turned it up to 0.7v yesterday and started to feel shocks in their feet again. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.